Event description:
It was reported by the rep that the (2) mcs20 were used during a urology procedure. It was reported that (1) device misfired and (1) had no clip in it and would not dispense. The case was finished with another applier and with no pt consequence.